Manufacturer narrative:
Eval - other: the sample involved in ths event is in the process of being forwarded to the mfg site. Upon completion of the investigation, a follow-up preport will be submitted. I can report that we have not had any other reports on this device lot number.